Manufacturer narrative:
The navio handpiece, (australia) pfsr110137, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A known-good anspach drill was inserted into the navio handpiece and was found to be locked into position without issue/failure. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with improper assembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during set up for a navio assisted tka surgery, it was very difficult to slide and lock the anspach drill into the snaplock assembly of the navio handpiece. They used the same anspach drill on a different navio handpiece with no issues. The procedure was completed, without delay, using a s+n back up device. Patient was not harmed as consequence of this problem.